Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch and pacing inhibition. The ra lead was subsequently explanted and replaced. The patient remained stable throughout the procedure.